Event description:
Procedure: lap appendectomy. Patient sex: unk. According to the reporter: the instrument handle could not be properly opened after firing the stapler. The stapler had to be cut off of the tissue and 1/2 to 1 hour was added to the procedure. No additional patient details are available.